Event description:
During procedure, berkeley collection set tubing was used. Connection point of tubing broke off outside of patient's body. All pieces were retrieved and accounted for. Surgical team notified and aware.